Manufacturer narrative:
E1: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was separating. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue of non-delivery was not confirmed. The dso and uso seals were replaced.

Event description:
It was reported that the device did not deliver while it was full. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.